Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic single anastomosis gastric bypass, at bowel transection, the first reload fired a short distance then stopped. Up button was pressed to retract blade and open jaws. The second reload was stiffer to load than usual and stuck when trying to unload. Another reload and adapter was then used to complete the case. There was no patient injury.